Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, myopotentials oversensing resulting in automatic mode switch was observe on the right atrial (ra) lead. The physician suspects ra lead insulation damage could be the cause. Diagnostic imaging was performed and showed no abnormalities. The device was reprogrammed to resolve the event. The patient was stable with no consequences.